Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the user noticed droplets of unspecified medication in the texium after detached from the patient line. The event occurred in the chemo clinic.